Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign objects were present in the air/water cylinder, and foreign objects were found in the air/water tube. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to the corrosion on plug unit. Additionally, the probable cause of the malfunction identified during device evaluation could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had disrupted imaging and produced no image. The event occurred during inspection for use. There were no reports of patient involvement.